Event description:
It was reported that a malfunction occurred on a pump. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Technical support assisted the customer with resetting the pump, and the malfunction code did not recur afterward. The customer was instructed to continue using the pump and to contact support again if the issue reappeared.